Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor errors. The customer's blood glucose level was not provided at the time of the incident. The customer had several issues with the insulin pump, crack on insulin pump, display hard to read, no delivery alarms, grinding noise when rewinding, and insulin squirting out when priming insulin pump. The device will not be returned for analysis.